Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of a damaged set screw was not confirmed in the laboratory. The device was tested on the bench and the lv set screw had become disengaged from the lv connector block. The set screw was rotated beneath the septum, making engagement with the hex wrench difficult. After realigning the set screw with the threads of the connector block, the set screw functionality was normal. (B)(4).

Event description:
It was reported that during unrelated to the device procedure, the lv lead set screw was damaged. The device was explanted and replaced. The patient was stable pre and post-procedure.